Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the disconnection of the wiring inside the subject device, the failure of the emergency lamp, or accidental failure of the parts on the circuit board controlling the emergency lamp.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the emergency lamp indicator was continuously blinked and the error e207 which indicated the emergency lamp was blown or failed was displayed. The examination (xenon) lamp was working properly. There was no report of patient injury associated with this event.